Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the right ventricular (rv) lead exhibited lead noise. No changes or interventions were performed. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the right ventricular (rv) lead was capped and replaced on (B)(6) 2024. The patient was in stable condition post-procedure.